Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed during evaluation . System error 105 was confirmed through a review of the event history log and caused by a failed motor flex.the failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.